Event description:
The manager of technical department reported that he is returning the devices due to design-related imperfections. Customer requested delivery of devices meeting requirements of surgical technologies.

Event description:
The manager of technical department reported that he is returning the devices due to design-related imperfections. Customer requested delivery of devices meeting requirements of surgical technologies.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed all reamers to be primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. The deformed shafts, damaged cutting edges and slightly uncoiled outer spirals are a result of a bending overload, hitting metal parts during drilling and rotation in counter-clockwise. Drilling metal objects, bending overloads and counter-clockwise rotation are addressed in the IFU; these issues are attributed to an improper handling. The inner spiral constriction is known from previous cases. The root cause is not investigated in detail. Due to a high number of complaints (negative trend) (B)(4) was initiated to investigate the issue and to define corrective actions if necessary. No discrepancies were detected during risk analysis review.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.